Manufacturer narrative:
The device was returned and evaluated, and there was found to be an image sandstorm due to a cable disconnection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that an image noise was occurring on the hd 3cmos autoclavable camera head immediately after turning on the power. The issue occurred during re-processing and the device was inspected before use. The intended procedure was therapeutic and was completed. There was no reported patient injury. The device was returned and evaluated, and there was found to be an image sandstorm due to a cable disconnection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of the cable failure was a failure due to disconnection. The following is included in the instructions for use (IFU) and may have prevented the event: "·do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage" olympus will continue to monitor field performance for this device.